Event description:
A total hip arthroplasty was performed on (B)(6) 2021. During postoperative x-ray, the hip dislocated and manipulation was insufficient to restore the joint. The incision was reopened, the stem removed, and additional broaching was performed. In the end, the surgeon replaced the stem with a different model to reduce the potential for dislocation. The surgeon indicated this was not a product issue.